Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons stuck and worn out and had to pressed them harder and longer for them to respond. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they received an unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Pump received with intermittent button response due to flattened esc and up button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. (B)(4).